Manufacturer narrative:
A preventive maintenance was performed on the system and the system was found to be in proper working order. The thermal sensor that was providing erratic readings was not returned and, therefore, could not be investigated. The root cause of the event could not be determined. The physician did not feel that the ice got cold enough. It is unk if the physician will retreat the pt.

Event description:
A biomedical technician at (B)(6) hospital called in an issue. He indicated that they changed the probes multiple times and the needles did not get cold enough. The mobile provider stated that in his opinion: the system worked fine. Passed test, made visible ice on ultrasound. Thermal sensors did not show cold temperatures as the doctor would like to see because (in the mobile provider's opinion), doctor did not freeze long enough and placed thermal sensors may have been too far away from prostate, although one thermal sensor did give erratic temperature readings.